Manufacturer narrative:
The device was not available to be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use the swan ganz iq numbers generated by the rvco algorithm, itdco, and direct fick from douglass bag gas analysis were off by many liters/min of cardiac output. No further information was available. There was no patient injury. The device is not available for evaluation per the rep.